Event description:
A hospital in (B)(6) reported to a distributor that the water trap limbs of an rt105 adult inspiratory-heated breathing circuit were connected "reversely". This was observed prior to patient use.

Manufacturer narrative:
(B)(4). The rt105 adult inspiratory-heated breathing circuit is not sold in the USA but is similar to a product which sold in the USA. The 510(k) number for that product is k983112. Method: the complaint rt105 adult breathing circuit was returned to fisher & paykel healthcare in (B)(4) for visual inspection. Results: the unheated expiratory/water trap limb assembly of the rt105 adult breathing circuit consists of a long and a short tubes that are connected to the angled and straight water trap ports, respectively. Visual inspection of the returned water trap revealed that the long tube was connected to the straight port of the water trap and the short tube to the angled port, confirming the reported fault. A lot check revealed no other complaints of this nature for lot number 120123. Conclusion: there are standard operating procedures (sop) in place to assist the operators on the production line to correctly assembled the breathing circuits, which is displayed at the assembly station. However, it is likely that operator error has resulted in the incorrectly assembled water trap limbs. (B)(4).